Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated the actual longevity was less than 80% of the 99.9% predicted longevity limit. There were no detected performance issues with the device. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Event description:
It was reported that during an implant procedure the implantable pulse generator (ipg) did not work after it was connected to the leads. The patient was pacing dependent and adams-stokes syndrome occurred. The patient was rescued and an external pulse generator (epg) was used. The ipg was programmed but could not be identified and only one green light was on. Another ipg was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.